Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg migrated in the pocket and caused discomfort to the patient. As such, the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was revised resolving the issue.